Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Patient was implanted with hardware on (B)(6) 2012 in the right distal radius during an open reduction internal fixation (orif). The distal ulnar and volar of the radius were displaced during the orif. The fractured bone moved away from the hardware due to insufficient fixation. The surgeon had to reposition the same initial two variable angle screws and add a 3.00mm cannulated screw for better fixation on (B)(6) 2012. Hardware was not removed or broken, only re-adjusted. During the procedure the synthes consultant noticed that the two cruciform blades on the screwdriver were broken. A back-up screw driver was used to complete the procedure. The procedure was not prolonged by the incident and was noticed before the surgeon used to damaged screwdriver. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Product development evaluation was conducted and the report indicates the two blades have sheared off the tip at their base. The fracture faces are uniform and flush which suggests material uniformity. The two blades that sheared off were not returned for evaluation. The remaining two blades are deformed and bent slightly outward approximately 5-10 degrees. The returned device was manufactured in june 1996 and is over 16 years old. The device shaft (component part#314.462.01) was manufactured from 440a ss material. This driver was replaced by part# 314.463 in 1999. The returned device is over 16 years old, and has outlived its useful life. The design risk assessment was reviewed and found to be adequate for the intended use. The device history record was reviewed and two mrrs were found and generated on product that was returned to the manufacturing site for evaluation and disposition/scrap on screening notices. The relevance to the complaint condition for these nonconformances cannot be determined.